Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm; model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit(30cm).

Event description:
A report was received that the patient had shocking sensation on some of the programs. It was determined that several contacts were out on the patient's leads. Malfunction was suspected since the leads were fractured. A replacement of the leads and splitters were recommended.

Manufacturer narrative:
Additional information was received that the patient will undergo a lead replacement procedure.

Event description:
A report was received that the patient had shocking sensation on some of the programs. It was determined that several contacts were out on the patient's leads. Malfunction was suspected since the leads were fractured. A replacement of the leads and splitters were recommended.